Event description:
It was reported the patient received several inappropriate shocks from the device. The status of the device is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the patient received several inappropriate shocks from the device. The status of the device is unknown. It was further reported the device settings were reprogrammed and since then no shocks have occurred, however the patient has been admitted twice for phantom shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.